Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of ''open button of keypad was inoperative." This event had the potential to interrupt delivery. The event was reported to have occurred before use of the device. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This device is an unremediated colleague pump with a user interface module software version of 5.07.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of ''open button of keypad was inoperative'' was confirmed by baxter personnel during product evaluation. The root cause was assigned to fluid ingress on keypad flex cable. Repairs will be completed at a future date. A service history review revealed that this device was not previously serviced for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.